Manufacturer narrative:
(B)(4). Investigation result: the tip of the returned microcatheter was separated from the shaft of the microcatheter. The tip fragment was twisted at approximately 3mm from the distal end. Cracks were found on the outer polymer layer of the proximal end of the tip fragment and the tip diameter was getting narrower toward the proximal end; these findings suggested that the tip was broken off due to pulling force. Lot history record review: lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Conclusion: based on the obtained information and the investigation outcome, it is concluded that rotational and pulling force exceeding the product's design limit might be inadvertently given to the microcatheter while the distal portion of the microcatheter tip was trapped in the retrograde channel, and there was no indication of product deficiency. The IFU states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and [malfunctions] separation.

Event description:
Reportedly, it was during pci to treat a heavily calcified cto lesion in the rca #3, retrograde approach was taken to advance a guidewire into the diagonal branch. The microcatheter was advanced along the guidewire; however, resistance was felt when an attempt was made to pass the microcatheter through the branch junction. The microcatheter could not pass the branch junction and when the physician rotated the microcatheter in order to advance it, it was noted that the tip of the microcatheter broke off and a tip fragment remained on the guidewire. A snare was used to retrieve the tip fragment. The guidewire could not pass the lesion and the procedure was discontinued. The physician commented it was not the device's fault that it broke, but it was due to the procedural technique taken. The patient was fine after the procedure and discharged the next day.